Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the monitor did not show the curve. Additional information was requested and on (B)(4) 2014, the following was provided: there was no patient contact. There was no increase in surgery time. The event occurred before surgery. However, the patient was already under anesthesia when the event occurred. Information regarding patient demographics, if there was any patient injury or death alleged, how the surgery was completed, and patient outcome were not provided.